Manufacturer narrative:
(B)(4). The patient started the therapy before being connected to the setup. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient started the therapy before connecting, received the alarm, and then connected themselves to the device. The technical service representative instructed to cycle the power in order to clear the alarm and advised to start over with all new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.